Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled generator replacement due to the patient notifier could not be felt by the patient when tested in-clinic. During the procedure the generator was replaced without adverse event and the procedure concluded successfully with the patient having remained stable before, during, and afterwards.

Manufacturer narrative:
The reported field event of a patient notifier anomaly was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.